Manufacturer narrative:
E1: reporter phone#(B)(6). A philips remote service engineer (rse) spoke to the customer and a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement external speaker assembly to resolve the issue. The customer was provided a replacement external speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that there was an alarm sound issue. The device was in use on patient at time of event, there was no adverse event reported.